Event description:
During a ptca treatment procedure, the maverick2 monorail 20x2.0mm balloon ruptured at six atms on the first inflation. The lesioon being treated was a 100% stenotic lesion in the mid left anterior descending coronary artery. The physician used a dfr launcher guide catheter and a bmw guide wire to cross the lesion. After the first inflation, the maverick2 monorial balloon was withdrawn back to the guide catehter, then readvanced to the lesion. When the physician attempted inflation at this time, the pressure would not increase. The maverick2 monorail balloon was removed from the patient and the rupture was discovered. No patient injuries or complications were reported. Patient status is reported as "good".